Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. The customer's blood glucose (bg) level was 250 mg/dl customer declined further troubleshooting with tandem technical support.